Manufacturer narrative:
(B)(4). Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02935; 0001825034-2016-03495.

Event description:
It was reported that a patient underwent an irrigation and debridement, and removal of hematoma. Attempts have been made and no further information has been provided.